Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the 4-way valve is leaking. Additional malfunctions are the pilot valve is leaking and the zip ties and hose clamps are replaced.